Event description:
Allegedly tip that holds the femoral component in place broke off and fell into patient's femur. Surgeon was unable to retrieve tip. Post-op x-ray showed broken tip in femoral canal.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the surgeon. Trends will be evaluated. This report will be amended when the investigation is complete.